Event description:
This device shows eos with unexpected battery behavior, possibly due to noise and inappropriate shocks. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2025, device explanted.